Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm volbella® xc, every time the syringe was withdrew, the plunger came out. The packaged needle was used.

Manufacturer narrative:
Device evaluation: the syringe was received with 0.45 ml remaining in an opened tray with cap and needles. No defect was observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm volbella® xc, every time the syringe was withdrew, the plunger came out. The packaged needle was used.